Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for stopper separates from plunger on lot # 7345824. Investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that when the customer pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. The syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 7345824. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200731611, 200731821] noted that did not pertain to the complaint. There was one (1) notification [200731130] noted for dry barrels. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 31oct2019, (B)(4) received photos of (1) 1.0ml, 31g, 8mm syringe from lot #7345824. Visual inspection of the photo found the stopper separated from the plunger rod and remained inside the barrel of the syringe. The plunger rod tip was complete with no signs of damage. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly machine, the stopper can separate due to the friction between the barrel and stopper. Review of quality notifications found notification #200731130 for dry barrels. The root cause of the lack of silicone in the barrel of the syringe was due to the silicone tank running low on machine. Per quality notification #200731130 the tank was refilled and (200) syringes used to verify. CAPA (B)(4) was opened on (B)(6) 2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel."

Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced a plunger that was loose/fell out/separated during use. The following information was provided by the initial reporter: material no: 928856, batch no: 7345824. Verbatim: this consumer noted the same box found same issue the stopper came away from the plunger rod during use, (B)(6) 2019. Pharmacy consumer reported, when she pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. Could not use syringes. Item: 1cc, 31g, 8mm/ 928856, lot: 7345824, expiration date: 2022-12.